Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. A direct correlation between (B)(6) and the reported dyspnea could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through received user facility report # 3400300000-2022-000004 that a computed tomography (CT) scan was performed on (B)(6) 2022 that indicated possible outflow graft thrombus or twisting. On (B)(6) 2022, coumadin therapy was maximized. The patient was scheduled for admission on (B)(6) 2023 for work-up of outflow graft. During the (B)(6) 2023 admission, the patient complained of persistent dyspnea on exertion without noted edema. An operation was performed on (B)(6) 2023 with removal of bend relief which allowed removal of fibrous material compressing the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft compression could not be confirmed through this evaluation as no images were provided and the device remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had evidence of outflow graft compression and was taken to the operating room for an outflow graft revision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.